Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia with a "possible" relationship to the impella device used: ¿patient was placed on CPAP however at that time he went into afib w/rvr which progressed to vt with a pulse. Amio bolus given. Patient re-sedated and shocked at 360. Following vt episode patient had increase back on pressor requirements followed by multiple long pauses.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G2 report source was revised; study was missing from manufacturer device report 1220648-2025-25901.